Manufacturer narrative:
(B)(4). . G2 : foreign country : australia customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a knee arthroplasty. Approximately one year post-op, the patient was revised due to an unknown reasons. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 it was reported that an initial total knee was performed without patellar resurfacing. One year later, the patient returned to surgery for patellar resurfacing. During the procedure, the poly was exchanged per standard protocol. As the complaint indicates, there were no allegations against the poly or retained tibial/femoral implants. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; b2; b4; b5; d1; d2; d6b; d4; g1; g3; g4; g6; h1; h2; h6 d6b : explant date : ni d10: 42522000610 - articular surface fixed bearing cruciate retaining (cr) right 10 mm height - 65790492 42530007902 - tibia trabecular metal two-peg porous fixed bearing right size g - 65526222 customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient underwent an initial knee surgery and approximately one year post-op, the patient underwent a patella resurfacing and a poly exchange. The poly was revised due to standard procedure. Attempts have been made and all available information has been provided.